Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 801 mg/dl. The customer was also spilling large ketones. It was stated that the customer never uses the insulin pump to bolus. Only uses the insulin pump for the basal rates. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.